Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is case 18 of 22 reported to baxter (B)(4) by the senior nurse of a peritoneal dialysis (pd) center. It was reported that when opening the transfer set, the twist clamp cracked/broke. As a consequence the set started leaking. The pd therapy was stopped. The patient had been on continous ambulatory pd therapy for at least 5 years. Reportedly, the customer was careful when opening/closing the transfer set. Alcohol-ethanol 70% based disinfectants were used for sterilization of the skin and catheter, titanium adapter and transfer set (not spray, but cotton wool). These disinfectants must be used because the area is desert and it is very windy and dusty. These methods of sterilization had been used for a few years and there weren't problems like this before. According to the customer, the problems with the transfer set started in (B)(6) 2010. The exact occurrence date of this particular event is unknown. No sample was available for evaluation. No clinical consequences for the patient involved have been reported.

Event description:
A mis-spike occurred when the patient connected the yume-set with the solution bag by clean flash. The patient opened the cover of the clean flash and found that the spike was broken. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for a deformed spike. The set was returned for complaint investigation. Deformed tip was observed through visual inspection on the returned uv iii spike. The sample was visually inspected and the reported issue of deformed spike was confirmed in the lab. The cause was found to be a related to a manufacturing issue. Per the results of the evaluation, the manufacturing facility highlighted the defect to all relevant manufacturing personnel and monitored the following 3 production batches for effectiveness. Baxter will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.